Event description:
Event description guidant received information that these two fineline leads were removed from this patient, they went in due to loss of capture, the one lead was discolored and did not look right as they were removing the discolored lead, the other fineline was caught up and the lead accidentally pulled and the helix was stretched. Both leads were then removed from service.